Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) /2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leak." The device was found to have a "leak." The tubing appeared twisted, and there was a hole in the tubing. Follow-up findings: "the pt came in to office reporting no restriction. Upper gi (gastrointestinal) testing (radiography) was done and a fluoroscopy test was performed. The doctor was unable to get any fluid back." The device was removed and replaced.